Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and failure analysis found a missing grip pin. The missing pin was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A prograsp forceps instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation has not been completed.

Event description:
It was reported during a da vinci-assisted surgical procedure, a small screw in the jaw of the prograsp forceps loosened and fell out, inside the patient. The screw was retrieved during the same procedure which was completed robotically.